Manufacturer narrative:
The subject device was returned to the olympus repair center. The reported abnormal sound inside was confirmed; screw was detached and missing. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the olympus loaner/asset visera 4k ultra high definition camera control unit has an ¿abnormal sound inside¿. The problem was found during an unspecified event, however, there was no patient or procedure involved.

Manufacturer narrative:
Correction to g2, to add foreign. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the screw coming off caused the event. Olympus will continue to monitor field performance for this device.